Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was completed for the reported complaint and fs libre 3 sensors, and a trend was investigated where a probable root cause was related to an insertion issue. However, without a valid sensor number or product return, the root cause of the particular issue associated with this complaint is unknown and cannot be further determined. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. The low glucose alarm did not sound, and customer was unaware of changes in glucose levels. As a result, customer experienced an adverse event and "had to correct with glucose", requiring treatment from an unspecified third-party. There was no report of death or permanent injury associated with this event.